Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was tested in pre-op and was getting stimulation at 0.8v, as they did during the trial. Once the ins was hooked up and placed in the pocket site, multiple impedances showing >4000 ohms using the clinician programmer were seen, and they could not get stimulation and there was no toe flex at 4.7v. Impedances were tested again, and they were still high. The manufacturer representative tried multiple programs and increased stimulation until 8.5v. After multiple attempts with different electrode configurations, they re-tried impedances at 2.0v and 360 pulse width, and impedances showed 400-500 ohms. They set up programming with cycling (3s on/off) and still had no toe flexion, so they increased to 8.5 and a little bit of toe flexion was seen. The manufacturer representative determined that the patient was paralyzed, so they had them turn off the paralytic medicine. During this process, the manufacturer representative indicated that the ins would be off every time they re-interrogated the ins. The battery status was tested and showed that there was insufficient battery with a battery capacity of 28-37/47% when programming at 4.0v. Based on the battery capacity reading, the manufacturer representative decided to check a new battery, and when they tested it, without removing it from the box, it showed 30-50% battery capacity. It was reviewed that something in the or could be affecting the reading on the patient¿s battery, so after speaking with the healthcare provider, they decided to turn off all equipment except the anesthesia monitor ¿ the bovie in the room was turned off, the fluro machine was off, and the lights were moved away from the patient prior to checking impedances multiple times. It was stated that the impedances stayed the same, and the patient¿s battery capacity went to 30-50%. After 40 minutes, impedances were ran again and everything was clear, the battery life showed 28-47%, and it was recommended that the physician implant the battery. It was noted that the patient had toe flexion and impedances were back to normal, around 1000 ohms. The patient was seen in recovery and impedances were ran again and were shown to be >4000 ohms on c & 3, 0 & 3, 1 & 3, 2 & 3, the battery life was 30-52%, and the patient was sent home on a basic program of +0/-2 with 2.2ma stimulation with a total of 4 programs set on their programmer. It was noted that the room lights or the room may have led or contributed to the issue and the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the patient had a follow up appointment tuesday (B)(6). An impedence check was ran and the following impedences were shown greater than 4,000 - c<(>&<)>3, 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 1 <(>&<)>3, 2<(>&<)>3. It was noted the battery life was 71-97%. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep replied that no other additional troubleshooting was performed to resolve the impedances >4000 ohms after the patient was seen in recovery and was sent home and that the cause of the ins being off every time it was re-interrogated was not determined. The rep noted that the new device was never opened in the or and thus a clarification e-mail has been sent due to contradictory information. The rep stated that the patient still had the current ins with the impedances and stated that everything was working properly for them. On 2018-oct-05 the representative replied to the question of what was the serial number for the device that was used to check the battery life with the same results that they did not know the answer. There were no further complications reported/anticipated.